Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image cuts out when the cable is moved on the camera head end. Therefore, there was loss of image.